Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 03/13/24. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) technician identified potential device contamination, and sent photos of the discolored tubing to cq epidemiology for review. Epidemiology recommended the device be cleaned and disinfected and then have hpc testing to receive a quantitiative assessment of the devices water quality. Hpc test results were received on (B)(6)2024 which were outside of cq specifications for water quality, indicating device contamination.